Manufacturer narrative:
(B)(6). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device evaluation could not be performed because the guide wire was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. As to the wire deformation, it was presumed that excess friction was generated on the wire surface upon removal while the distal wire was being trapped possibly by narrow peripheral vessel, making the distal wire rolled and deformed into a ball shape. As to the severe chest pain, how the guide wire contributed could not be determined based on the obtained information. Reviewing of the manufacturing and complaint records found no anomaly related to the product quality that might have contributed to the severe chest pain; therefore, it was concluded that there was no indication of product deficiency. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] damage.

Event description:
It was reported that a patient felt severe pain in the chest during a pci to treat an unspecified lesion in the coronary artery where an asahi guide wire was used. The guide wire was being stuck in the distal part of the artery when the physician removed it from the anatomy. The distal segment of the removed guide wire was found deformed into a ball shape. During wire removal, a concomitant non-asahi guide catheter unintentionally moved forward and the left main artery was put at risk of possible dissection. The patient experienced a massive thoracic pain.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Additional information was obtained on july 31, 2018.

Event description:
It was reported that the procedure was to treat a 90-99% stenosis in the mildly circumflexed mid lcx. At time of guide wire withdrawal, the wire tip remained stuck in the distal part of the artery. When trying to pull out the guide wire, a concomitant non-asahi guiding catheter was unintentionally advanced towards leading to a risk of dissection of the left main artery. The guiding catheter was removed from the anatomy by using a balloon catheter for protecting the left main artery. The removed guide wire was deformed creating a ball at its distal segment. Although no dissection of the left main occurred, the patient experienced a massive thoracic pain. The pci itself was successfully completed. The patient status after the procedure was currently normal.